Event description:
It was reported that during a complete recanalization of the right superficial femoral artery, deployment issue, shaft break and stent damage occurred. The physician advanced a 7x200x75 innova stent to the lesion, during deployment, the blue pull grip was not used to finish the deployment. During withdrawal resistance was felt, the stent stretched and the distal shaft broke inside the introducer. The introducer was withdrawn over the guidewire. Approximately 12cm of the stent was deployed inside the patient but had stretched with the remaining portion of the stent extending outside of the patient. The physician then placed a 6f unspecified introducer over the guidewire with the stent struts around the introducer. A 7x150x75cm innova stent was deployed to press the struts of the previous stent against the vessel wall. The same issue occurred during deployment of the second stent but less resistance, the stent was properly deployed. With the introducer still in place, the physician surgically approached the common femoral in order to "cut" the stent meshes which extended outside of the patient. The procedure was completed. There were no patient complications reported. The next day, good femoral flow was confirmed via doppler ultrasound. This product is only ous approved but it is similar to an approved u.s. Device.

Event description:
Same case as MDR# 2134265-2014-03296. It was reported that during a complete recanalization of the right superficial femoral artery, deployment issue, shaft break and stent damage occurred. The physician advanced a 7x200x75 innova stent to the lesion, during deployment, the blue pull grip was not used to finish the deployment. During withdrawal resistance was felt, the stent stretched and the distal shaft broke inside the introducer. The introducer was withdrawn over the guidewire. Approximately 12cm of the stent was deployed inside the patient but had stretched with the remaining portion of the stent extending outside of the patient. The physician then placed a 6f unspecified introducer over the guidewire with the stent struts around the introducer. A 7x150x75cm innova stent was deployed to press the struts of the previous stent against the vessel wall. The same issue occurred during deployment of the second stent but less resistance, the stent was properly deployed. With the introducer still in place, the physician surgically approached the common femoral in order to "cut" the stent meshes which extended outside of the patient. The procedure was completed. There were no patient complications reported. The next day, good femoral flow was confirmed via doppler ultrasound. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an innova stent delivery system (sds) and a 6f super sheath introducer sheath. A visual examination identified solidified blood on the device. A portion of the stent and the distal end of the shaft were in the lumen of the introducer sheath, as-received. The distal tip was scratched and torn. A 14cm length of the rack (including the deployment knob) was detached. The fractured ends of the rack revealed no evidence of any material or manufacturing deficiencies. The shaft was kinked at the distal end of the handle. By gently pulling on the stent and distal tip the portion of the stent and distal shaft were removed to adequately measure the length of the stent and separated end of the distal shaft. The inner shaft was completely separated 15cm from the distal tip. The separated the material was jagged and stretched, which suggests that the separation may be related to tensile overload. The returned portion of the stent was measured with a calibrated ruler and measured 4.2cm, which indicates that 158mm of the stent was not returned for analysis. The distal end of the stent was stretched with bent struts. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error. The dfu states "stent lengths greater than and including 150 mm " 1. Thumbwheel-pull grip: roll the thumbwheel of the deployment handle in the direction of the arrow indicated on the handle. Continue to roll thumbwheel until approximately half of the stent is deployed. Complete deployment of stent with the manual pull grip." (B)(4).

Manufacturer narrative:
(B)(4).